Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was experiencing a sudden severe pain in the vaginal area. The patient reported that they turned the ins off and the pain stopped. There were no falls or traumas related to this issue. It was noted that there could be emi exposure related to this issue. The patient reported that they had a CT scan within the last month, but the ins was turned off and she had no issues or changes in therapy until the day of this report. The patient reported that she was going to have her new ob call nas and page a manufacturers representative so they can come check impedances. The patient also reported that the therapy relief had been great other than the pain from the day of this report. The patient reported that she had been on the same program and setting since (B)(6) 2016 without any issues. Additional information was received from the patient and it was reported that the patient had a follow up on (B)(6) 2016 and was put on another program and have additional follow up on (B)(6) 2016. The patient reported that the new program was not as effective they were on now. The patient reported that they turned the ins off on (B)(6) 2016 and turned it back on (B)(6) 2016 at a lower pulse and it was not as effective. The patient reported that they had just walked into the bedroom when the pain hit them.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va113ty, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from patient indicated that stimulator was reprogrammed and one of the lead was dead. Patient had no changed in activity. Patient stated " it went to a painful jolt and it was so severe and they could not move". The steps taking to resolve the serve pain was that patient had turned off the stimulator. It was also reported that patient had a follow up with their healthcare provider (hcp) on (B)(6).

Event description:
Additional information received as patient reported that they were trying other programs to see if it was concern or not. As of now, issue had not been resolved.

Event description:
Additional information received from the healthcare provider (hcp) indicated that impedance was checked at 2 volts, and 0 and 3 leads all read <(><<)>50. The hcp stated that a new program was created that did not involve leads 0 or 3. They had no idea what caused the sudden pain and dead lead. It was noted that the patient had a follow-up appointment scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.